Manufacturer narrative:
The insulin pump had a constant alarm and a constant tone after inserting a battery. The problem was isolated to the interface board. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed watchdog timeout. Customer inserted a new battery but the alarm occurred again and resets. Customer's blood glucose was unknown. The device was replaced and it's being returned for analysis.